Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2009 during drain cycle 6. The patient's drain volume was 3784 ml. The largest prescribed fill volume was 2000 ml. This meets iipv criteria. Review of (B)(4) revealed that the patient is inactive. The reason for discontinuing from peritoneal dialysis is due to transplant.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain caused by use error, tidal uf removal set too low. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / over-delivery.